Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. A visual inspection was also performed on seven loose needles returned for evaluation and there were no signs of manufacturing defects found on the needles.

Event description:
It was reported that the patient underwent surgery for cancer of the tongue on (B)(6)2012 and suture was used. The needle broke during knotted suturing. A piece of the broken needle remained in the patient's body. The surgeon made incisions (1cm (long) x 1cm (wide) x 3mm (depth)) and removed the tissue which included the needle piece from the patient's body. It took about five minutes to remove the needle piece. Another like device was used to complete the procedure. The current status of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.